Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the black screen was due to a faulty circuit board and broken connection cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the screen of the subject device went black. The issue was found during a diagnostic gastroscopy and colonoscopy; both were completed with a backup device. There were no reports of patient harm.